Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in hospital, upon interrogation of the device undersensing of atrial fibrillation was observed. Programing changes were made. Patient is stable.